Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive or intermittently responsive touchscreen, requiring numerous swipes to unlock and impeding device operation; the user switched to backup therapy and a replacement device was provided. Symptoms included hyperglycemia with glucose reported above 400 mg/dl and alerts for prolonged high glucose. Outcomes included temporary disruption of device use, corrective action using multiple daily injections, and return of glucose to range without medical intervention or hospitalization. Investigation included customer support troubleshooting, education on backup therapy and device data sync, and replacement of the device. Investigation of this device revealed a suspected touchscreen hardware malfunction affecting the user interface, consistent with a device display or input component issue. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the touchscreen that interfered with normal operation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.